Event description:
It was reported that the distal cap of the duodenovideoscope was found to have detached after the completion of an endoscopic retrograde cholangiopancreatography procedure, when the technician realized the cap was missing. The physician subsequently retrieved the detached cap using another scope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.